Event description:
It is unk what lead model or how many leads the pt is implanted with. It was reported the pt (B)(6) experienced intermittent stimulation and he was no longer receiving effective stimulation. Reprogramming was able to capture stimulation in the targeted areas, but also caused unintended stimulation. Later, the pt reported the new programs were too strong and requested reprogramming. X-rays were taken and did not show any abnormalities. The pt underwent surgery to interrogate the scs system on (B)(6) 2013. Impedances results were ok or low for all contacts both connected to trial cables and connected to ipg. The leads were cleaned and dried. The port plug appeared a little wet when checked. The port plug was dried and re-inserted. The pt was receiving stimulation over his pain area from the top of the lead with no uncomfortable sensations. The physician did not observe any clinical justification to revise the leads and closed the pt. Reprogramming is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.